Event description:
Customer received the following approximate results on the mobile system within 10 minutes: 200 mg/dl, 76 mg/dl, and 53 mg/dl. Low blood glucose symptoms were reported with these results. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.